Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the specific root cause of the fiber damage could not be identified. Possible contributing factors include fiber damage during transmission testing at ipg, repackaging at osta, or at the user site. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the start of a therapeutic cysto with lithotripsy. The procedure was completed with a similar device, and without delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿in speaking with the olympus technical assistance center (tac) via email, the powered laser surgical instrument's fiber was broken. It is unknown when the event occurred. There were no reports of patient harm.